Manufacturer narrative:
Block h6: imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f19 is being used to capture the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an esophagogastroduodenoscopy (egd) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of biliary disease. The patient was placed in the prone position at the start of the procedure. The physician reported that extra force was needed to push the scope past a hiatal hernia. While advancing the scope, a perforation of the distal esophagus occurred. The patient was hospitalized, and laparoscopic surgical repair was performed. The patient is reported to be in stable condition and expected to fully recover.